Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an event where occlusion issue occured with the infusion set site within 3 or more hours after insertion. The insertion site of the infusion set was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and the site location was regularly rotated . Tthe customer resolved their issue by changing soft cannula infusion set only and resumed insulin. No further information available.